Event description:
Customer claims the lcd display is not clear. Customer couldn't provide any more details on how the alarm is being cleaned or if there is any other visible damage on the alarm case. When the issue was discovered was unk but there was no patient injury reported. Inspection of the product found that the nurse call function is intermittent.

Manufacturer narrative:
(B)(4). Lcd display is unclear. Eval codes: results - eval of the alarm found that the nurse call function is intermittent. (B)(4).